Event description:
It was reported that the customer was hospitalized with high blood glucose over 600 mg/dl, diabetic ketoacidosis, and pneumonia. She was feeling nauseous and drove to the hospital. Customer's exact blood glucose was not known. She was treated with an intravenous drip. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.this is 1 of 2 medwatch reports regarding this event. Please see medwatch # 2032227-2015-01431.